Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h6 (type of investigation, investigation findings, , investigation conclusions), h10, h11. Corrected fields - h6( component codes). Additional point of contact - (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) reported onsite and ran unit without issue upon initially testing with test catheter and trainer. When trying to run unit with the patient simulator on the external ports, the fse was able to replicate the user complaint and identified code 107 and 67 logged for the users, as well the fse's replication. He troubleshooted the front end module, as well as the power management board without addressing the issue. Subsequently, he identified saline damage to the pneumatics interface board, saline traces under the pim, as well as saline traces on the back of the executive board and also, saline traces inside the printer assembly. The back plane board was free of saline. The fse provided customer with estimate, ordered the parts and replaced the pneumatics interface and executive boards, which in turn successfully addressed issue. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an internal malfunction. No patient harm, serious injury or adverse event was reported.